Event description:
It was reported to ventec that the device was continuously rebooting by itself. In this condition, the device would be inoperable. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it continuously rebooting by itself could not be duplicated. Ventec downloaded the device's electronic records for analysis and observed data which confirmed that the device did, in fact, inappropriately reboot as reported. Ventec then opened the device in order to perform an internal inspection but no discrepancies were observed. As a precaution, ventec replaced the internal flow transducer (ift), cough assist valve and exhalation control module (ecm). Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.